Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the battery was depleted and that the pump did not alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the battery depleted and did not give any alarm or alert¿ was verified when reviewing the alarm history and finding the pump¿s battery capacity under the full charge threshold. The battery was replaced along with a new top case, bottom case, and plunger case assembly due to physical damage. The software was updated, and the pump was recalibrated passing all performance testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.